Event description:
It was reported that unipolar lead impedance was 280 ohms and there was a failure to capture. The bipolar capture threshold was 5 v at 1.5 ms. No apparent damage was ob- served under fluoroscopy, and the lead appeared to be secure in the header of the pulse generator. The lead tip location appeared to be within the cardiac silhouette. The physician elected to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.